Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from the nurse in the USA of peritonitis and touch contamination. On an unreported date, the patient began treatment with dianeal ambuflex therapy (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Therapy with the dianeal ambuflex was ongoing. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient experienced touch contamination. On an unknown date in (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. Per the nurse, the cause of the peritonitis was touch contamination. On an unknown date the patient was treated with cefazolin, ceftazidime, and cipro for the peritonitis. The patient was retrained on aseptic technique. On an unknown date at the end of (B)(6) 2012, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to the homechoice machine, disposable parts, or dianeal therapy.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because it was reported that the customer made a mistake/touch contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect medical device info is unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.